Event description:
It was reported that the right ventricular (rv) lead is oversensing several short interval counts (sic). Provocative maneuvers were attempted to reproduce the sic but could not be done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).